Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of auto focus malfunction could not be duplicated during the functional testing process. The lens camera head does not have an auto focus function as the focus functions are with the scope/coupler being used. The camera head passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the auto focus was not working. There was not a backup device available to complete the procedure. Delay or patient injuries were not reported.